Event description:
It was reported that a trained physician attempted arteriotomy closure using a starclose device after an interventional procedure. The vessel locator wings did not open. Closure was achieved with manual compression. There were no patient adverse effects. No additional information available.

Manufacturer narrative:
The device was returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings to this report.